Event description:
After 1 1/2 years, I'm still battling a deep 4' x 4" open wound through the dermis and muscle in my back from a radiation burn due to overexposure from fluoroscope during a cardiac catheterization at (B)(6) under the care of dr (B)(6). I have consulted numerous drs and basically nobody knows what to do with it. My life as I knew it a year and a half ago is over. I've been forced to retire before I was ready and every minute of my day and night is spent in excruciating pain. I'm trying to find other surgeons that have dealt with this type of injury before. I'm willing to travel.